Event description:
It was reported that the pt had a fall and, following that event, the device "was loose" and migrated in the pocket. It was stated that the pt fell on the left side, approx three weeks prior to this report. The pt was, then, admitted (for an unspecified reason) to the hospital for "several weeks." The pt was not able to receive stimulation or recharge the device. No further details, pt symptoms or outcome were provided. Add'l info was requested, but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).